Event description:
According to the event description: "adverse event pump. Installed at 10:15 pm with programming for 24 hours. However, it ended earlier than expected, finishing at 7:30 pm." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) sample information: infusomat space, (B)(6), serial no.: (B)(6). History files: the programming and infusion history from (B)(6) 2026 was analyzed. On (B)(6) 2026 at 6:37:05 pm, the user programmed a new therapy, therefore resetting the previous programming. At 18:40:11, the user programmed the infusion: flow rate of 1106ml/h and volume of 553ml. At 18:44:13, the user modified the infusion program: flow rate of 50ml/h and the programmed volume remained at 553ml, starting this infusion at 19:46:23. With the already infused volume at 24ml, at 19:15:56, the user modified the infusion program: flow rate of 100ml/h and the programmed volume remained at 553ml, continuing the infusion. With the already infused volume at 92.36ml, at 19:56:35, the user modified the infusion program: flow rate of 150ml/h and the programmed volume remained at 553ml, continuing the infusion. With the already infused volume at 179.23ml, at 20:31:20, the user modified the infusion schedule: flow rate of 200ml/h and maintaining the programmed volume of 553ml, continuing the infusion. With the already infused volume at 293.99ml, at 21:05:46, the user modified the infusion schedule: flow rate of 250ml/h and maintaining the programmed volume of 553ml, continuing the infusion. With the already infused volume at 459.56ml, at 21:45:30, the user modified the infusion schedule: flow rate of 300ml/h and maintaining the programmed volume of 553ml, continuing the infusion. With the already infused volume at 461.84ml, at 21:46:07, the user modified the infusion schedule: volume of 391.1ml and maintaining the flow rate of 300ml/h, continuing the infusion. With the infused volume of 550.9ml at 22:03:58, at 22:12:12, the user modified the infusion schedule: volume of 261.6ml, flow rate of 10.9ml/h and time of 24 hours, continuing the infusion. However, on (B)(6) 2026 at 19:35:24, the equipment alarmed with an air bubble alarm in the line, where at 19:35:33 the tubing was changed. There is no evidence in the usage history of the end of the infusion at the time reported in the technical complaint (B)(6) at 7:30 pm), only the tubing change. Therefore, the analysis of the usage history showed that the infusion occurred correctly according to the schedule and user actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the program mentioned in the technical complaint. The programmed volume was 261.6 ml, with a programmed flow rate of 10.9 ml/h, in 24h. The volume infused was 260 ml with an error of -0.6% and the infusion time was 24h with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec/en 60601-2-24). Conclusion: the technical defect could not be confirmed. In analyzing the usage history, there is no evidence of the infusion ending at the time reported in the technical complaint (B)(6) at 7:30 pm), only a change of equipment. Evidence of several modifications to the infusion schedule made by the user were observed in the history analysis. No errors in infused volume or infusion time were found. The functional test results showed that the equipment works accurately. There were no errors in infusion volume or infusion time. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.